Event description:
Allegedly, fed-x employee was jabbed in the finger by one of our instruments that was sticking through the box; the injury was described as minor. The employee received a shot for tetanus and hepatitis. The instrument was returning to us from a hosp; they packed and sent it. I confirmed and relayed info to fed-x that the instruments had been cleaned and sterilized before being sent via fed-x.